Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the reported internal battery degraded alarm was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the battery logs confirmed the internal battery degraded alarm due to a battery issue. Based on the evidence and previous investigations of similar complaints, it was determined that the battery issue was due to a software issue which resulted in the corruption of the battery cycle count parameter during the battery screening process. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.